Event description:
It was reported the s7-3t transducer was not articulating properly during a routine tee exam. The user exchanged the probe to complete the examination. There was no patient or user harm associated with this event. The engineer has not yet been to the facility to evaluate the transducer. Results of the investigation will be included in a follow up report upon its completion.

Manufacturer narrative:
A thorough investigation was to be performed to determine the root cause of the reported failure; however, the customer declined to return the probe to philips for evaluation. No further information is available at this time to investigate the reported issue further. The system has returned to service with no similar issues reported.